Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to rewind insulin pump more than once before prime, back-light was more dim, rewind was slower and buttons were harder to press and sometime did not respond. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.